Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 800 mg/dl. The customer reported not feeling well and not eating. Hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-243a. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-243a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis with a blood glucose value of 800 mg/dl. The customer reported not feeling well and not eating. Diabetic ketoacidosis, hyperglycemia was treated with an intravenous drip by visiting emergency medical services. To treat hyperglycemia, manual injection was also used to administer insulin. The event involved product(s) mmt-1884l, mmt-332a, mmt-243a. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-243a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (removed health effect - clinical code "2364"& updated hecc, heic codes) with this report. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 800 mg/dl. The customer reported not feeling well and not eating. Hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-243a. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-243a. Frn-mmt-332a-rsvr, unomed inf set.